Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with high o2 supply pressure and o2 not available error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Follow-up repair information: attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support advised customer that the o2 inlet pressure range is 38 - 88 psi. Pressures outside of that range cause the o2 inlet to close. The 120a indicates the inlet pressure was 92 psi. Product support advised customer to perform tests 5 thru 8. Provided service manual rev g .